Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a power error detected alarm. Troubleshooting was performed. They inserted a new battery. The alarms were cleared. The reservoir and tubing process was completed. The customer¿s blood glucose level was 180 mg/dl. They were advised to monitor the insulin pump. It was noted that the customer called back to report that they had the power error detected alarm again. The power error detected alarm occurred within 4 hours of troubleshooting the previous occurrence. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.